Event description:
It was reported that during an unknown procedure, incomplete staple line. Sales rep received the instrument some weeks after surgery, she informed me that it could be noted that only half of the cartridge was fired ¿ no more information available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.